Event description:
It was reported by the patient that they experienced sweating and tachycardia while going through a car wash. The patient was advised on potential electromagnetic interference/electromagnetic compatibility and was advised to contact their physician about their symptoms and concerns. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).